Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, increased capture thresholds, decreased sensing, and decreased impedance were observed. A lead revision was attempted, but the helix was unable to be retracted. The lead was explanted and replaced. Upon extraction, it was noted the helix looked bent. The patient was stable before, during, and after the procedure.